Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a charge circuit timeout occurred on 31may2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed an end of service (eos) warning due to excessive charging time. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Initial analysis confirmed that the device incurred charge timeouts with the original device battery. The device was able to provide a 35j charge within nominal charge time when using a donor battery. The device was fully functional when powered with an external supply. No hybrid anomalies were found. The results were consistent with the device battery causing the device to charge inefficiently. Further destructive analysis results found no internal short occurred in the battery. There was localized li discharge along the edges and complete li severing in segment 7 at turn 6. The anode severing results in a reduced li anode surface area, which can cause an increased battery resistance. The increased battery resistance would result in an excess charge time and charge time out during device use.